Event description:
It was reported that during a procedure fast fix t2 anchor was not secured in tissue, t2 was removed. The procedure was successfully completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h2, h3, h6: the reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a procedure fast fix t2 anchor was not secured in tissue, t2 was removed¿. Visual assessment showed the needle has been bent. No ts were returned. The depth limiter was cut to surgeons desired length. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.